Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification, except the mishandling of plunger rotated more than 1/8 of a turn. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could the delivery system is with damage. Plunger rotated more than 1/8 of a turn. It seems that the product is mishandled. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer reported that the capsule failed to attach. The deployment device malfunctioned and the capsule would not release. There was no harm caused to the patient and no intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appear to be normal. The vacuum source was medela and the vacuum pressures before the procedure was 550. They used a lubricant to facilitate capsule placement capsule but it is not known if any lubricant got into the capsule chamber. The delivery system and capsule will be returned to given.